Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A microscopic inspection determined that the heater wire was flexed and detached from the tip and the center of the hot jaw but remained attached at the base. Char and tissue were observed on the jaws. Traces of blood are also evident on the harvesting tool handle. Based on the returned condition of the device and the results of the investigation, the reported failure mode "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was realized the tip of vasoview hemopro 2 jaw was bent as it was taken out of the box. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was realized the tip of vasoview hemopro 2 jaw was bent as it was taken out of the box. The hospital did not report any patient effects.